Manufacturer narrative:
The technician found the side rail retaining clip came off the dampener spring and the spring became jammed in the side rail mechanism causing the side rail to become stuck in the down position. The dampener spring and a new retaining clip were reinstalled on the side rail to resolve the issue.

Event description:
(B)(4).